Event description:
The affiliate reported a customer who reported that some cracks were found at the tip of particular scopes, manufactured by olympus) after the scopes were processed by disopa with the aer. Per affiliate, there were no reports of injury to a pt or healthcare worker.

Manufacturer narrative:
Damaged device.